Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis but the reported failure (ground pad will not stay green) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was not cracked. The unit was in good condition.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there was a grounding pad issue on the integrated electro surgical unit (iesu). The customer power cycled the iesu and tried using three different grounding pads, but the issue persisted. The iesu encountered an m-02 fault during the troubleshooting and the customer was unable to resolve the issue. The customer bypassed the iesu with the force triad external generator and proceeded with the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that they did check the system functionality upon powering it on but there were errors present. The customer confirmed that they completed the procedure using the third party generator with the system.